Event description:
It was reported that when the patient presented for clinical follow-up, there was an event of inappropriate automatic mode switch (ams) due to atrial lead noise. No intervention was reported. The patient status was noted as stable.